Manufacturer narrative:
The ge service rep replaced the isolation transformer. He checked proper tapping and made sure that all nuts were torqued to 60 per specs. Checked unit for proper operation and observed system for several minutes with power on and during fluoro and film shot tests. No problems occurred. System operating as intended upon completion.

Event description:
The customer reported that the isolation transformer arced during a pm check.